Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2019. It was reported that approximately four and a half (4.5) years post initial procedure during routine surveillance there was an indeterminate endoleak and aneurysm enlargement. The patient is currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak is a type ii endoleak seen from the lumbar artery. The aneurysm enlargement of 6mm is confirmed. This is moderately consistent with the reported adverse event/incident. This is anatomy related. No procedure related harms were identified. The contributing factor for the type ii endoleak is most likely the lumbar artery is anatomy related. The final patient status is reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Please remove from your complaint system as there was no device failure this is no longer considered a complaint. As the clinical assessment determined that there was a type ii endoleak (non-device related), a complaint is no longer warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. This event is no longer reportable. Device iteration is afx2. Correction: g3: awareness date has been updated. H6: health effect ¿ impact code: remove code 4614. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.